Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was difficulty placing the right ventricular (rv) lead as it exhibited intermittent loss of capture and unstable thresholds. It was also reported that the implantable pulse generator (ipg) had a grommet/setscrew problem. The wrench would not engage the setscrew. The ipg and rv lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.